Event description:
The patient was found unconscious. The suspect device was used to check their blood glucose and a result of 112mg/dl was obtained. A repeat test was performed and its result was 117mg/dl. Pt was given sugar water and the ambulance was called. Emergency medical technican used their equipment to check their blood glucose at 48mg/dl about twenty minutes later. Pt was transported to the hospital and treated with oral glucose and an unknown IV. No information was provided on the suspect device use prior to the event, which occurred at 2:15am. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.